Manufacturer narrative:
A follow up will be submitted when additional information become available. A getinge technician will investigate the cardiohelp in question.

Event description:
It war reported, that something could be wrong with the hand crank (emergency drive) during use. No harm to any person has been reported. No more information were provided, but requested. Complaint number:(B)(4).

Manufacturer narrative:
A getinge service technician (fst) was sent for investigation and repair on 2022-01-19 and 2022-02-24. The cardiohelp was checked and the blue guard is shaped which caused the guard function with emergency drive failed. This repair could not be done in the hospital. Thus, the cardiohelp was sent for repair to manufacturer. Repair and root cause analyses from manufacturer site still ongoing. The log files were analyzed by getinge and does not show any malfunction of the cardiohelp. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The review of the non-conformities has been performed on 2022-03-25 for the period of 2015-09-01 to 2022-01-04. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely to have contributed to the reported failure. A follow-up emdr will be submitted when additional information becomes available.

Event description:
Complaint number: (B)(4).

Event description:
Complaintnumber:(B)(4).

Manufacturer narrative:
It was reported that something could be wrong with the hand crank (emergency drive) during use. The failure was detected during service. The cardiohelp was sent for repair to manufacturer. A getinge service technician (fst) investigated the cardiohelp on (B)(6) 2022 . The entire housing with the safety guard was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. As confirmed by getinge technician the failure must have been caused by a fall damage in which the housing was also bent. To avoid a malfunction with the emergency drive the emergency drive must be checked before every use. (According to instruction for use of the cardiohelp, chapter 5.6.1 check before every application). Based on the results the reported failure "something could be wrong with the e-drive" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
This follow-up report is being submitted solely to correct the codes used under the "medical device - problem code" and "investigation conclusion" categories. Upon a recent review, it was identified that the original report contained coding errors in theses section. The investigation outcomes remain unchanged, and no new findings have been added. This update is for coding accuracy only. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (cardiohelp) has been manufactured on 2015. All maquet cardiopulmonary class ii products manufactured until the end of 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
Complaint number: (B)(4).